Event description:
A customer reported to baxter (B)(4) of a patient that was receiving treatment with dacarbazine using a baxter light sensitive drug set . A leak was noticed from the set and approximately 20mls of dacarbazine leaked onto the floor. The patient treatment was stopped and the set was changed and the treatment was continued. The patient was exposed to the dacarbazine which leaked onto the floor. It was confirmed that there was no baxter drug involved during this incident. There was no patient injury involved. No additional information is available.

Manufacturer narrative:
(B)(4). Although the sample was made available for investigation, it was inadvertently misplaced during shipping or receiving. Investigation has been initiated to address this issue. If the sample becomes available for investigation the complaint file will be reopened. A sample is currently not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found during the manufacture of this lot. Baxter found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.